Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the auxiliary water channel was not identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the auxiliary water channel was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the celling plate had a crack, air the air/water cylinder and suction cylinder had no color, due to wear of angle wire, the play of upward and downward knob was out of the standard value, the light guide bundle was slipping down, the adhesive around objective lens had a chip, the adhesive around light guide lens had a crack and the connecting tube had a buckling. The device was reprocessed according to the user manual. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope had loose tie rods. The issue occurred during an unspecified procedure that was completed. There were no reports of patient/operator harm or infection. The device was returned for evaluation. During the device evaluation, air and water tube and jet tube had white foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.